Event description:
The customer contact reported device breakage. At an unspecified time, the tubing set was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that an unspecified syringe was connected to the clave secondary port on the cassette of the tubing set for an unspecified reason. After an unspecified length of time, the tubing set was removed from patient use. It was reported that when the syringe was disconnected from the clave secondary port, the semi-rigid adapter of the clave secondary port broke off. No specific details were provided. Though requested, no add'l info was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.